Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a leak in the reservoir. Customer reported that the leak is past the second o ring. Customer also reported that the insulin pump passed self test. Customer also reported that there is an air bubble in the reservoir. No harm requiring medical intervention was reported. Insulin pump will not be sent for analysis.